Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant dilatation was perform ed with a 20 millimeter (mm) balloon. During the initial deployment, the valve was positioned high. The valve was recaptured and a second implant attempt was also high. The valve was subsequently released. Paravalvular leak (pvl) was observed and a post-implant dilatation was performed with the same 20 mm balloon. The valve ended supra-annular and a second non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to implant of this transcatheter bioprosthetic valve, a pre-implant dilatation was perform ed with a 20 millimeter (mm) balloon. During the initial deployment, the valve was positioned high. The valve was recaptured and a second implant attempt was also high. The valve was subsequently released. Paravalvular leak (pvl) was observed and a post-implant dilatation was performed with the same 20 mm balloon. The valve ended supra-annular and a second non-medtronic valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the paravalvular leak (pvl) was mild to moderate. It was reported that the valve was not intended to be implanted high. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: envpro-14, lot #: 0010945020, ubd: 2023-11-17, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the valve remains implanted. The delivery catheter system (dcs) was discarded. Computed tomography (CT) images and cine videos were provided for image review. Per the image review summary, "in this image projection, the valve depth looked to be 0 to 1 mm deep along the left coronary cusp (lcc). This is not a good image projection for proper assessment of valve depth along the non coronary cusp (ncc) side and the contrast did not adequately fill this sinus. Because a stiff guidewire was still in place across the newly implanted evolut valve during this contrast injection, an accurate assessment of the degree of paravalvular leak is not possible." Cine videos show the evolut valve deployment in multiple videos with no confirmation of the recapture. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. Based on the image review, the conclusive cause of the pvl cannot be determined. In this case, the possible contributing factor for the pvl could be the valve positioning. A post implant bav(s) was performed. The user followed the instructions in the IFU that states: "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the valve may improve valve function and sealing." Following the bav(s), the valve dislodged. Potential factors that can influence a dislodgment include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, a size mismatch between the device and patient anatomy, balloon aortic valvuloplasty (bav) and/or a number of others. In this case, the probable cause of the valve dislodgement may be due to the post implant bav. Dislodge events are typically not related to a device malfunction. The device history record (DHR) was reviewed. It showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. This event does not indicate device malfunction or misuse contributed to the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.